Event description:
It was reported that suture placement in the right common femoral artery was attempted with four prostyle devices using the pre-close technique via a 8f sheath hole prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, a cuff miss occurred with the first and second prostyle devices. The third and fourth prostyle devices were pre-placed successfully. The sheath was upsized to a 20f and the aaa procedure was completed. The devices worked as intended, but bleeding continued. A surgical cutdown was performed to confirm the knots were at the vessel wall. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.